Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had alarm error test fail 14. No patient involvement. No harm reported.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11, e1 (initial reporter, event site email) corrected field: b5. A getinge field service engineer (fse) was dispatched to evaluate the unit. To fix the error, the fse replaced the compressor (0119-00-0236). Pressure and vacuum were calibrated; test balloon was run. Product passed all functional and safety tests per manufacturer specifications. The unit was returned for clinical use.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had alarm error test fail 14. No harm reported.